Manufacturer narrative:
It was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis, caval stenosis, and inferior vena cava perforation. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion and stenosis of the inferior vena cava (ivc) or the filter does not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Inferior vena cava filters are not indicated for use in the prevention of deep vein thrombosis. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to deep vein thrombosis, caval stenosis, and inferior vena cava perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis, caval stenosis, and inferior vena cava perforation. The patient reported becoming aware of perforation of filter struts outside the ivc, perforation of filter struts into organs, blood clots, clotting and or occlusion of the ivc in addition to stenosis approximately ten years and five months post implant. According to the implant record the indication for the filter implant was extensive deep vein thrombosis of the right leg with significant swelling. The filter was placed via the right internal jugular vein and deployed in the infrarenal position. Following the filter placement, the patient was placed in the prone position and the right popliteal vein was accessed and mechanical and chemical thrombectomy was performed of the popliteal, superficial femoral, common femoral and the external iliac veins. At the conclusion residual stenosis was observed in all the veins and balloon angioplasty, using a powerflex p3, was performed on the external iliac, and common and superficial femoral veins, after which resolution of the stenosis and clot was realized. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava (ivc) or the filter and stenosis do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. It was reported that there was perforation of the ivc and perforation into organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an unspecified vena cava filter manufactured by cordis. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to deep vein thrombosis, caval stenosis, and inferior vena cava perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a history of extensive deep vein thrombosis (dvt) with significant swelling, and the filter was indicated for right leg dvt. The operative reported noted that the patient underwent a cavogram and insertion of a ¿superior vena cava interruption filter¿ through internal jugular approach. After institution of sedation, the right neck was prepped and draped in the usual surgical sterile fashion. Lidocaine was used to locally anesthetize the area above the internal jugular vein. The vein itself was accessed using a micro puncture needle under ultrasound guidance. Subsequently, a glidewire was inserted and a 4f sheath was maneuvered to the inferior vena cava. The inferior vena cava introducer sheath was introduced through the inferior vena cava. Subsequently, a cavogram was obtained to delineate the size of the cava which was about 18mm as well the position of the renal veins. After that, the filter was deployed in the infrarenal position, followed by thrombolysis of the left leg veins with balloon angioplasty and angio jet mechanical thrombolysis with chemical thrombolysis with tissue plasminogen activator (tpa), resulting in complete resolution after mechanical and chemical thrombectomy and balloon angioplasty. Successful deployment of the ¿inferior vena cava filter¿ was noted in the report findings. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and five months after a trapease filter implantation. The patient reports perforation of filter struts outside the ivc, perforation of filter struts into organs, blood clots, clotting and or occlusion of the ivc in addition to stenosis.